Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery. The report is filed october 7, 2015.

Manufacturer narrative:
This report is filed november 11th, 2015. (B)(4).